Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration or stent damage occurred. The 75% stenosed ostial lesion being treated was located in the mildly calcified, moderately tortuous proximal left main (lm). The physician deployed a 3.50x8mm taxus liberte drug eluting stent, inflated to 22 atm. Ivus was performed. The stent was well apposed. Then, a 2.50x24mm, 3.00x20mm, and 3.00x24mm taxus liberte drug eluting stents were implanted in the 90% left anterior descending (lad) artery. The physician performed post-ivus and found the 3.50x8mm stent had moved slightly to the distal portion and recoil was confirmed. It is unknown if the stent movement was deformation or migration. The 3.50x8mm stent did not have stent overlapping. There was no resistance felt when placing the lad stents. The physician feels the migration/deformation could have been caused by external force of the guide catheter or "heart beat/blood vessel". Patient status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.